Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. Diagnostic imaging was performed and externalized conductors were suspected but were unable to be confirmed. A lead revision is anticipated to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Event description:
Additional information was received indicating the lead was capped and a subcutaneous ICD was implanted. Externalized conductors were not observed during the procedure. The patient was in stable condition.